Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the infusion set site and resumed insulin delivery. The customer declined to provide the blood glucose level or troubleshoot with tandem customer technical support (cts) to determine a possible cause of the occlusions. The customer did have cts confirm that insulin delivery was resumed after loading a new cartridge. The pump history was reviewed and it was confirmed that insulin had been resumed.